Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous right coronary artery. The .014 ht turntrac guide wire became tangled with non-abbott catheter when attempting to remove the catheter. The guide wire and catheter were removed together as one unit. Once removed the tip of the guide wire was observed to be rolled up. No other device was used as this was the end of the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported deformation due to compressive stress was confirmed. The reported difficult to remove could not be tested as it was based on operational context. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that a guide catheter encountered resistance when being removed over the guide wire. Additionally, a kink on the tip was noted after removal. Analysis of the returned wire confirmed the reported tip kink and noted misaligned coils. These types of damage would result in reduced clearance with the catheter. It is possible that the guide wire sustained damage during use, resulting in the reported resistance during removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling.